Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine 20mg/ml at 3.004mg/day and morphine 20mg/ml at 3.004mg/day via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The healthcare provider reported a motor stall was seen at initial interrogation. The patient recently had an MRI. The MRI was not done due to a suspected problem with the device or therapy. The healthcare provider read the logs and a motor stall recovery had not occurred and it had not been less than 2 hours since the patient exited the MRI field. The healthcare provider would continue to interrogate the pump periodically and the company representative would call if needed. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.